Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for front/rear barrel separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for front/rear barrel separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has experienced issues with the hub separating from the device during use. The following has been provided by the initial reporter: the nurse, informs that a parametric technician at the moment of removing a push button butterfly from a patient (being inside the vein) presses the automatic activation button and the fins come off leaving the ejected needle backwards without protection, after which you must make a quick movement to avoid a sharp accident.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has experienced issues with the hub separating from the device during use. The following has been provided by the initial reporter: the nurse, informs that a perametric technician at the moment of removing a push button butterfly from a patient (being inside the vein) presses the automatic activation button and the fins come off leaving the ejected needle backwards without protection, after which you must make a quick movement to avoid a sharp accident.